Event description:
The following description of the event was copied from the user facility medwatch report received by carefusion from the FDA on august 13, 2012. What was the original intended procedure? Pt history of high-grade neuroblastoma who is status post bone marrow transplant who is not on the oscillator ventilation on flolan and nitric oxide for pulmonary hypertension crrt for dialysis." "Device usage problem: device malfunction - that is, the device did not do what it was supposed to do."

Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report. Codes were derived based on the info provided by the user facility medwatch report received from the FDA on august 13, 2012. (B)(4). The device was not returned to carefusion for eval. The user facility rep reported to the carefusion tech support specialist that he believes that the device was serviced by a third party service company and was returned to use in one of their other facilities. The carefusion tech support specialist has requested confirmation of this, along with a copy of the third party service company's service report on several occasions with negative results. Should carefusion receive additional info regarding the eval of the device by the third party service company, carefusion will submit a follow-up medwatch report.